Event description:
The customer reported that no sound comes out of the x2 monitor speakers. At the time of the alleged malfunction, the device was not being used for clinical monitoring. No patient harm was reported